Manufacturer narrative:
Sc-2408-56 (sn:(B)(6)) the returned spinal cord stimulation (scs) lead was analyzed, and x-ray inspection showed two broken cables right at the burned section of the lead body. The lead body was most likely exposed to the use of electrocautery during the reported non-device related surgery. The exposure to electrocautery caused damage to the lead body and fractured two of the internal cables. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. With all the available information, boston scientific concludes that the allegation of high impedance has been confirmed. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patients lead was suspected to be fracture during a non device related procedure. It was also noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients lead was suspected to be fractured during a non device related procedure. It was also noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7071340.